Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Manufacturer narrative:
The reported event could be confirmed with the help of medical documents provided for investigation. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿it is a post-traumatic situation after a distal tibial fracture, treated surgically with 3 screws. This is a complex case. There is not sufficient information to assess the quality of the overall medical treatment. There are large periprosthetic cysts around both the tibial and talar components, that most likely are the main indication for revision surgery. The joint space appears to be symmetrical with a normal thickness of the pe-liner, making it less likely to be the indication for revision surgery. Patient-related factor is the most likely cause of failure (the formation of large bone cysts).¿. Formal medical opinion was sought from an experienced independent medical expert as below. ¿the CT-scan shows status after triple arthrodesis. This was done before the primary tar. The CT-scan shows radiolucency and a sclerotic line in the complete tibial component-bone interface, indicating loosening. The talar component is placed (too) far anteriorly but looks well-fixed to the bone. No signs of secondary migration. The reason for revision can not be fully assessed without further clinical information. Based on the information provided, I believe loosening of the tibial component, and probably in combination with the anteriorly placed talar component play a role in the decision for revision.¿. More detailed information about the complaint event including clinical information as well as the affected device must be available in order to determine the root cause of the complaint event. The medical expert opinion also states that ¿¿the CT-scan shows radiolucency and a sclerotic line in the complete tibial component-bone interface, indicating loosening. The talar component is placed (too) far anteriorly but looks well-fixed to the bone. No signs of secondary migration. The reason for revision cannot be fully assessed without further clinical information. Based on the information provided, I believe loosening of the tibial component, and probably in combination with the anteriorly placed talar component play a role in the decision for revision.¿. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.